Event description:
On (B)(6) 2016 patltr (con): additional information for received from a patient reported to try and resolve the sudden return of symptoms they called the help number and an agent walked her through the use of the implant. The patient noted later they called for a change of program.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the patient experienced a sudden return of symptoms, could not increase the stimulation at first, and could not feel the stimulation sensation. The reported information is anallegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the sudden return of symptoms remains unknown. Follow-up was conducted to obtain this information, but was not received at this time.

Event description:
The patient reported that they had a sudden return of symptoms and lack of effect since the new implantable neurostimulator was implanted on (B)(6) 2016. It was noted that the patient urinated six to seven times, and increased the stimulation once. Additional information received on (B)(6) 2016, indicated that program 1 was not helping, so the patient switched to program 2. The patient could not increase the stimulation at first, but then realized they were pushing the wrong button. Stimulation was increased to 3.4v, but the patient could not feel the stimulation sensation. It was indicated that the patient had diarrhea the last three to four days prior to the report around when the patient started taking probiotics. The patient wondered if the probiotics caused the diarrhea. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.